Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono and during the procedure, the introducer sheath was allegedly found with a resistance. It was further reported that patient allegedly experienced pain and boost shot of lidocaine provided. Reportedly, except for the tip above sheath was damaged. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 6.5fr peel-apart sheath with loaded dilator was received for evaluation and two photos were provided for review. The photo shows the introducer sheath with dilator. The tip of the dilator was noted to be deformed, and waviness was observed at the tip. Gross visual, microscopic and functional evaluations were performed. The distal tip of the vessel dilator was noted to be deformed as the edges and surface appeared jagged. Therefore, the investigation is confirmed for the reported vascular sheath burr issue. However, the investigation is inconclusive for failure to advance and physical resistance/sticking issues as the exact circumstances at the time of the reported event cannot be verified from the provided sample and photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono and during the procedure, the introducer sheath was allegedly found with a resistance. It was further reported that patient allegedly experienced pain and boost shot of lidocaine provided. Reportedly, except for the tip above sheath was damaged. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slim port implantable port, chrono flex single-lumen, 6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The photo shows the introducer sheath with dilator. The tip of the dilator was noted to be deformed, and waviness was observed at the tip. Therefore, the investigation is confirmed for the reported vascular sheath burr issue. However, the investigation is inconclusive for failure to advance and physical resistance/sticking issues as the exact circumstances at the time of the reported event cannot be verified from the provided photos. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h1, h6 (patient, device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI chrono and during the procedure, the introducer sheath was allegedly found with a resistance. It was further reported that patient allegedly experienced pain and boost shot of lidocaine provided. Reportedly, except for the tip above sheath was damaged. The procedure was completed using another device. The current status of the patient was unknown.